Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated one erroneous creatinine result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the modular chemistry sample probe and cleaned the collar wash to resolve the issue.

Manufacturer narrative:
Evaluation - results: wash collar. (B)(4).